Event description:
My two children are tube feed and have both have had the feeding tube wrap around their necks. This is a continual problem and a feeding tube with overnight feeds does not qualify for a home nurse to watch them so it is a scary thing for all parents of tubie babies. There needs to be a better solution to feed them but keep them safe. All safe sleep goes out the window when you have special needs children but they still don't qualify for nursing care overnight sleeping on inclines so they don't aspirate while doing night feeds, cords everywhere, tubes everywhere. I am glad that this is finally being brought up but how many kids have lost their lives due to this issue? I personally know of many from our feeding tube support groups. We as parents end up sleep deprived to try and keep them safe which leads to even more issues physically and mentally. Please help find a solution to make this safe or get these situations qualified for nursing care. FDA safety report ID #:(B)(4).